Event description:
Customer reported a motor error alarm, a no delivery alarm, and another alarm on his insulin pump. He stated the motor error occurred two days ago. He received the no delivery alarm today, and after that was the last alarm. Customer stated he was at work wearing his device as usual. Customer's blood glucose is 138 mg/dl. The alarms were cleared. The device was not exposed to a strong magnetic field. Customer uses the sensor feature. He was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. The insulin pump failed the displacement test with 73.2 units remaining on the status screen, and alarmed for a motor error during the rewind due to an out of phase motor encoder signal. No excessive no delivery alarms, motor encoder position error alarms, or unexpected off no power alarms could be confirmed due to the motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.